Manufacturer narrative:
(B)(4). The customer reported that during testing the device displayed error code 00020. Error code 00020 is accompanied by the cycle power message/instruction and the m4735a halts operation. The customer reported that the device then passed all testing. The customer logged this call for device evaluation. The philips response center (rc) provided technical support to the customer. The customer reported that error code could not be recreated and the device passed all testing. On (B)(4) 2013, the philips qa advisor contacted the customer. The customer confirmed that the device passed all functional tests and no trouble was found. The customer reported that the device remains back in clinical service. The customer is satisfied with the status of the device. The symptom could not be duplicated and the device passed all performance assurance testing, therefore, we cannot determine the cause. Based on the customer's report, we are considering this a malfunction.

Event description:
The customer reported that during testing, the device displayed error code 00020. Error code 00020 is accompanied by the cycle power message/instruction and the m4735a halts operation. The customer reported that the device then passed all testing. The customer logged this call for device evaluation.